Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek balloon dilatation catheter was used and after use became stuck and broke off in the guide catheter outside the patient. The devices were removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the lesion was pre-dilated with an unspecified balloon and a stent was placed with no issues. The nc trek balloon dilatation catheter was then attempted to be advanced for post-dilatation; however it never made it out of the 6f guide catheter before it broke. Reportedly, no resistance was noted. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The g4 date was filed incorrectly on the initial medwatch report as 9/24/2020, but should have been 09/23/2020. H6: device code 1528 was removed